Event description:
A report was received that the pt underwent a pocket revision surgery due to pocket discomfort. The physician moved the pocket from the right side to the left side of the pt. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.